Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Device was evaluated by an independent repair center.

Event description:
Dealer advised unit shutting down with no alarm when going fro 2lpm to 3lpm.